Event description:
Patient underwent bilateral mastectomy on (B)(6) 2020. Two on-q pumps placed, one of which malfunctioned and infused all of the drug over a shorter period of time than intended. It was a 550 ml pump filled with 400 ml ropivacaine 0.5%, 2 dual catheters, flow rate 2 ml/hour through each catheter. Pump removed from patient on unknown date. FDA safety report ID # (B)(4).